Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the charged coupled device (ccd) was faulty resulting in no image, the coupler was noted to be rusty, the cable was deteriorated, twisted and yellowish, and the outer cover was broken. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a loaner device hd autoclavable camera head, had no image. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charge coupled device unit could not be determined. Olympus will continue to monitor field performance for this device.